Event description:
It was reported that a dexcom g6 sensor did not appear paired to the ilet and the ilet displayed ¿start sensor¿ while the dexcom app showed the sensor in warmup; the user was guided to start the sensor from the ilet cgm menu, enter the pairing code, and confirm, after which pairing succeeded and warmup continued, consistent with intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication or compatibility issue limited to pairing between the ilet and the dexcom g6, with no indicated malfunction of the sensor or the ilet hardware beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration error or an intermittent communication issue during pairing and issue is resolved.